Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, the procedure started via axillary access for implantation of a 26mm sapien 3 valve in the aortic position. The 14fr esheath was originally past the left subclavian ostium but was inadvertently pulled back while advancing the commander delivery system. Upon reaching the left subclavian artery ostium, the valve went through and then got stuck on calcium chunks. The valve would not advance, nor would it come back into the esheath. It was decided to open the chest and convert the procedure to trans-aortic (tao) approach. The valve was removed through the aortotomy. A second 26mm sapien 3 valve was deployed at 80:10 aortic/ventricular position with trace leak. Post procedure, the patient was extubated and reported to be doing well. Upon discussion with the team, it was agreed that the esheath should have been placed in the ascending aorta before advancing the delivery system. The physician explained that it was not appreciated how big the calcium chunk was in the CT and the angiogram of the subclavian artery had looked good as well. But that a large chunk of calcium was observed on the valve when removed.

Manufacturer narrative:
Correction: f10 device code 1528 added. The investigation remains ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrections to d4 lot number: 62708198, date of expiration 04-nov-2021, h4 device manufacture date, and UDI#: (B)(4). Additional information/device evaluation h10:  the distal end of the delivery system was returned with a partial guidewire inserted. The associated sheath was also returned. The returned sheath was kinked, potentially due to the configuration of device return. Procedural imagery provided by the site showed calcification in patient access vessel. Visual inspection revealed the valve was crimped on the proximal portion of the inflation balloon. Outflow struts of the valve appeared damaged. The soft tip of the sheath was damaged. Due to the nature of the complaint dimensional and functional testing were unable to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. A review of the complaint history for the reported complaint revealed the occurrence rate did not exceed the monthly control limit. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the commander delivery system and no deficiencies were identified. Per instructions advance esheath tip to mid ascending aorta to protect aorta during valve insertion. During the manufacturing process, the commander delivery system was visually inspected and tested several times. During manufacturing and final inspection, the commander underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for delivery system tracking difficulty and delivery system withdrawal difficulty valve, through sheath were confirmed based on the returned devices. No manufacturing non-conformances were identified in the returned device. A review of manufacturing mitigations supported that the device has proper inspections in place to detect issues related to the reported event. Based on the applicable lot history review and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training material deficiencies were identified. Training material instructs the user to ensure the sheath tip is positioned into the ascending aorta during thv advancement. As reported, the sheath tip was not positioned into the ascending aorta during thv insertion. This allowed the thv to get caught on calcification in the subclavian artery. Attempts to retrieve the delivery system were unsuccessful, as ¿the balloon was caught on the sheath distal tip¿. A review of the provided procedural imagery suggests that patient vessel tortuosity may have caused the delivery system/thv to be non-coaxial with the sheath tip during retrieval. Non-coaxial alignment of the delivery system/thv and sheath tip can result in the devices to be caught at the sheath tip, as suggested by sheath tip damage and distal positioning of thv on the delivery system balloon, creating difficulty in device retrieval. As such, it is likely that patient/procedural (calcification /sheath tip positioning) factors may have contributed to the tracking difficulty and patient (tortuosity) factors may have contributed to the withdrawal difficulty. The complaint for tracking difficulty and withdrawal difficulty were confirmed. Available information suggests that patient factors (tortuosity) and procedural factors (sheath tip positioning/ calcification) may have contributed to the reported event. No labeling inadequacies or manufacturing non-conformances were identified during and review of the complaint history for this monthly review revealed the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective or preventative action are required.